Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred 120 times. The following information was provided by the initial reporter. The customer stated: partial draw due to less vacuum.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred 120 times. The following information was provided by the initial reporter. The customer stated: partial draw due to less vacuum.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.